Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was checked and the software was installed during the service all. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a corrupt file error at boot up. No pt injury was reported.